Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged "bright red" blood at the wound site was related to the use of the prevena¿ peel & place¿ kit. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. Patients should be instructed not to turn therapy off unless: advised by the treating physician. Bleeding develops suddenly or in large amounts during therapy. There are serious signs of allergic reaction or infection. The canister is full of fluid. Batteries need to be changed. System alerts must be addressed: patient should be instructed to contact the treating physician if: bleeding develops. Signs of infection are present. Therapy unit turns off and cannot be restarted before therapy is scheduled to end. Indicator and alert symbols on the therapy unit.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient: the unit had been alarming leak and making noise. There was allegedly "bright red" blood that had seeped into her dressing and she was going to the emergency room. No additional information is available. On (B)(6) 2016, kci quality engineering determined the following: lot number: 2898893. All end release testing of product and packaging performance met specifications. On (B)(6) 2016, kci quality engineering determined the following: the unit was not returned. Therefore, kci cannot conduct a device evaluation of the unit.